Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer stated that he had been doing yard work and blacked out, and then his family called 911. The customer's reading was 43 mg/dl at the time of admission. The customer also reported receiving a lost sensor alarm and that after removing the sensor he found a bent cannula. The customer found multiple weak signal alerts, lost sensor alarms, sensor error alarms, and cal error alerts in the alarm history. The customer stated that he did not eat enough food before doing yard work. The customer was advised to monitor the insulin pump. The customer's sensors were replaced, however nothing was returned for analysis.